Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 34 mg/dl. The customer had symptoms such as sweaty. The customer was treated for the low blood glucose with orange juice. Customer¿s other blood glucose level was 35 mg/dl and 120 mg/dl. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.